Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly fired too quickly. It was further reported that the device allegedly fired immediately as the user released their finger from the priming mechanism. Reportedly, the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt, and it was found the cover is bent. Also, the gun is very dry, and the parts are scraping together. The device was functionally tested and failed the tests as difficulty latching stylet sled and sled force test results out of tolerance identified during evaluation causing the gun was very difficult to prime. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fires too quickly issue, the investigation is determined to be confirmed for the identified bent cover issue, the investigation is determined to be confirmed for the identified difficulty latching stylet sled issue, the investigation is determined to be confirmed for the identified sled force test results out of tolerance issue and the investigation is determined to be confirmed for the identified very dry gun issue. The root cause for reported device fires too quickly issue cannot be determined as the problem could not be reproduced. The root cause for identified bent cover issue, difficulty latching stylet sled issue, sled force test results out of tolerance issue and dry gun issue were unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) determined the product labeling is adequate. Per the magnum biopsy system instruction for use, bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiration date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly fired too quickly. It was further reported that the device allegedly fired immediately as the user released their finger from the priming mechanism. Reportedly, the procedure was completed using another device. There was no patient contact.